Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to case damage. Receiver charge and boot tests were performed and failed due to major internal burnt. Internal visual inspection was performed and failed. The receiver log was not downloaded and reviewed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.